Event description:
It was reported that the device is presenting with occlusion and air in line alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing the tamper seal. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated. No occlusion alarm or air in line error messages were detected during the functional and occlusion test. The failure mode reported was not confirmed as no fault was found with the device. Root cause of the issue was undetermined. No corrective actions were taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: b5: additional information received on 08-aug-2022 via email and attached to complaint object: the occurence of any adverse events with a patient is unknown. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120. H4: correction: device manufacturing date: 18-aug-2016.